Manufacturer narrative:
The explanted valve has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 days post-implant of this bioprosthetic mitral valve in the tricuspid position, a permanent pacemaker was implanted due to complete heart block (chb). The pacemaker and leads were explanted 5.5 months post-valve implant due to ongoing sepsis and resolution of the chb.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Cardiac dysrhythmias (i.e. Heart block) are known potential adverse events per mosaic instructions for use (IFU). These issues can be resolved with the implant of a permanent pacemaker. Without the return of the valve, root causes of the endocarditis and regurgitation were unable to be determined. However, based on operative report, the patient had a longstanding history of IV drug abuse and a history of previous endocarditis. This clinical history indicated that the reoccurring endocarditis could be potentially due to a patient-related condition.